Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the valve was implanted in the patient's native annulus. The valve was noted to be recaptured after the first deployment attempt due to the need to adjust the placement position. One inflation was performed during the post balloon aortic valvuloplasty (bav). The inflation time was 3-5 seconds. There was no paravalvular leak (pvl) reported to be present. It was confirmed that the patient was awake the evening of the operation. No additional information regarding patient status could be obtained.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted on the second deployment attempt. No ¿significant¿ paravalvular leak (pvl) was observed, however, ¿significant¿ pressure gradient residuals were observed. The left ventricle (lv) measured 157 millimeters of mercury (mmhg)/ end diastolic pressure (edp) 15 mmhg and the aortic pressure measured 133 mmhg/51mmhg ¿(81)¿, which ¿were not within the lv¿. It was decided to perform a post- balloon aortic valvuloplasty (bav). During the post-bav with a non-medtronic 22 millimeter (mm) balloon under rapid pacing, the transcatheter valve expansion appeared ¿good¿. After the post-bav, pericardial effusion was observed via intracardiac echocardiography (ice). "The effusion" continued to accumulate and hypotension occurred. It was decided to perform pericardial drainage. The puncture was performed with a micropuncture needle under the guidance of an echocardiogram. ¿bloody pericardial effusion¿ was withdrawn. A drainage tube was placed and hemodynamic stabilization was attempted. An annulus rupture was suspected at aortography in the vicinity of the "left coronary" apex. The patient was transferred to general anesthesia and monitored with transesophageal echocardiogram (tee) after consulting with the anesthesiologist. No aortic dissection was observed. Although the speed of the pericardial effusion subsided after reversing heparin with protamine, a hematoma in the pericardium and ¿poor¿ cardiac dilation were observed; the patient¿s hemodynamics were unstable. A thoracotomy approach was selected and a veno-arterial extracorporeal membrane oxygenation (va-ECMO) was established. During the thoracotomy, the ascending aorta and the right atrial appendage were cannulated. The ECMO was terminated and the patient was placed on cardiopulmonary bypass and ¿hemostasis was performed¿ at the ¿crack site¿. The patient was removed from bypass and evaluated via tee. Hemodynamic stability and hemorrhaging were confirmed to be ¿within tolerance¿. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product type: 0195-heart valves; product ID: l-evolutfx-2329; product type: 0195-heart valves; product ID: z-med 22mm balloon. G2: the country of the event is jp. Select patient information cannot be included in regulatory report due to regional privacy regulations. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. H6. Additional codes: annex fs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that three days post-implant pericardial drainage was removed. The respiratory condition slowly deteriorated and bilevel positive airway pressure was initiated. Diuretics were continued, but the patient¿s condition worsen. Two days later, during computed tomography (CT) scan imaging, the blood pressure dropped, and the patient became bradycardic pulseless electrical activity. Cardiopulmonary resuscitation was performed. Subsequently, the patient was intubated and started on mechanical ventilation. Return of spontaneous circulation was achieved with a single dose of adrenaline. Pericardial puncture was performed, and a contrast-study CT scan was performed once the hemodynamics was stabilized. No new aortic dissection or progression of type b dissection were observed. Pericardial effusion due to oozing and cardiac tamponade were suspected. Nine days post-implant, the patient¿s hemodynamics and body fluid control were continued. After confirming that there was no pericardial effusion, the pericardial drainage was removed. Five days later, the patient¿s respiratory condition was stable. It was noted that an extubation was possible since the patient was able to respond. Two months post-implant, rehabilitation was continued due to decreased activities of daily living . However, it was difficult to discharge the patient home and the patient was transferred to another hospital for rehabilitation. No adverse patient effects were reported.

Event description:
Additional information was received that trace paravalvular leak was observed. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.